Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not power up using either mains or batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse replaced the power supply module, on/off switch and batteries to resolve the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not power up using either mains or batteries. There was no patient involvement, and no adverse event reported.